Event description:
The customer reported that the insulin pump has a blank display. The blood glucose reading was 68 mg/dl. There were no signs of physical damage to the unit. The device was not dropped or exposed to moisture. The customer was assisted with a self test. The patient was advised to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.